Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx aptus endoanchor applier was selected for the treatment in a patient with another manufacturer¿s stent graft system. It was reported that the patient had no issues reported. It was reported that the patient expired. The cause is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information has been received reported that the death certificate was provided. It was documented that the significant condition that contributed to the death was chronic respiratory failure and peripheral vascular disease. It was documented that the patient had repair of aortic dissection. The documented cause of the death was chronic respiratory failure and type I aortic dissection 15 days post onset of events. There was no autopsy performed.